Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent a manufacturing record evaluation was performed for the finished device rcmkjd/sxpp1a44508 batch number, and no non-conformance's related to the reported complaint condition were identified. Summary: ten pictures were received for evaluation and upon visual inspection of the pictures received, it was observed stratafix suture product code sxpp1a44508 with several damaged at the barbs, body fluids and the strand split in core suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? What instruments were used in this procedure to handle the suture? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? What caused the swelling? Was the drained fluid required any culture test? If yes, results? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Will product be returned? If so, please provide a return date, tracking information? Additional information was requested, and the following was obtained: have you changed your technique post reporting the incidents? (B)(6) is adding interrupted vicryl to the symmetric for extra support. Has protocol been changed with treating patient intra/post op since you starting utilizing symmetric 9 mos ago? Injections? Change of medications? No inject with exparel as always. Did the patient fall or injure the knee post op? Patient reported no, so no. Where was the 75cc of fluid in relation to the capsule? Anterior to capsule and medial. Was the capsule intact before removal of suture? The capsule was not intact at all. Was the suture at the capsule just split down the middle or was there breakage/separation? Split down middle and unraveled. Not broken apart. The surgeon is still puzzled why the capsules were not intact on either patient. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that the patient underwent a total knee replacement on (B)(6) 2021 and the barbed suture was used. Post-operatively, the patient had been brought back to the doctor¿s office on (B)(6) 2021 for swelling and 75cc of bloody fluid which was anterior and medial to capsule was drawn out of the patient. After the patient went home. The patient called back due to having weird sensations, and something was wrong in the knee. The patient stated that they did not fall or injure the knee. The patient was brought back to surgery on (B)(6) 2021 where it was found that the barbed suture was split down the middle and unraveled but not broken apart. Also, the capsule was not intact. The barbed suture was removed. The wound was closed and reinforced with another piece of suture. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/04/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed (representative samples). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: a sealed box with twelve packets and seven packets of product code sxpp1a445 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of thirteen returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to fraying, damage or breakage suture, and no defects were observed during evaluation. Functional test was performed, and tensile strength was above the minimum requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.